Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device and observed that the device was drawing excessive current when powered off. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was depleting batteries prematurely. As a result, the device may not be able to power on when needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and determined that the cause of the reported issue was due to capacitor, designator c178 on the digital pcb assembly. The capacitor had become electrically shorted which resulted in excessive leakage current. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device was depleting batteries prematurely. As a result, the device may not be able to power on when needed. There was no patient use associated with the reported event.